Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It has been reported that a sureflex steerable guiding sheath was selected for use for an atrial fibrillation (a fib) ablation procedure. During the procedure, while outside the patient, it was mentioned that after the product was removed from its packaging and a functional check was performed, a crack-like damage was noted on the side port of the sheath. Due to the potential for air ingress, a new sheath was opened (different device, same model), and the procedure was completed successfully. No patient complications were reported. The device is not expected to be returned for analysis (disposed). No other issues were reported.